Manufacturer narrative:
H6: investigation summary an el250 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20l21-t. The customer indicates the leakage was observed from the neutraclear product, however the exact location of the leakage was not confirmed in this instance. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl for investigation. A review of the production records from lot 20l21-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the el250 set in the past 12 months.

Event description:
It was reported that neutral bidirectional valve leaked. The following information was provided by the initial reporter: chemotherapy running as per script. During the last bag patient noticed that her cardigan felt wet PICC line bung leaking. Treatment stopped, bung changed. Patients cardigan removed and placed in alginate bag for patient to wash on high temp. Patients arm cleaned. Treatment recommenced. No further leaking.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20l21-t. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that neutral bidirectional valve leaked. The following information was provided by the initial reporter: chemotherapy running as per script. During the last bag patient noticed that her cardigan felt wet PICC line bung leaking. Treatment stopped, bung changed. Patients cardigan removed and placed in alginate bag for patient to wash on high temp. Patients arm cleaned. Treatment recommenced. No further leaking.